Event description:
It was reported that during implant attempt, multiple attempts to connect the rv (right ventricular) lead to the device were unsuccessful. The lead was unable to be fully advanced into the grommet, and per the physician the setscrew was stripped. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).